Event description:
Allegedly removed during revision surgery of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00158, 00159. This event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 547 mg/dl and 79 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This event was reported on 1043534-2010-00253, 00252, 00254. This event occurred in (B)(6).